Manufacturer narrative:
Approximate age of device - 4 years, 10 months. The device is not available for evaluation. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that a pump stoppage was observed during device interrogation and the log file was sent for evaluation. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the pump stoppage occurred due to the fully depleted batteries. No further information was provided.

Manufacturer narrative:
Evaluation conclusion: the patient remains ongoing on vad support and no further events have been reported. The evaluation of the submitted log file confirmed a total loss of power to the system controller due to depleted external batteries. The pump resumed operating at the set speed when the controller was connected to fully charged batteries. No other atypical alarms were captured. The log file appeared to show the system was operating as intended. The heartmate ii left ventricular assist system instructions for use (IFU) and patient handbook provide important information regarding the heartmate batteries, including outlining monitoring battery charge level and replacing depleted batteries. The heartmate ii left ventricular assist system IFU and patient handbook also outline battery charge levels, the fuel gauge display, visual and audible alarms, how to respond to such events, and how to exchange power sources. These documents also explain that patients must always connect to the power module for sleeping or when there is a chance of sleep. The patient was educated on proper battery usage. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.